Manufacturer narrative:
Other for no allegation of malfunction or non-conformance contributing to the reported event.

Event description:
It was reported that during a coil embolization procedure to treat an aneurysm in the communicating anterior artery, a thrombus formed at the origin of both a2s. The thrombus occurred after placement of the fourth coil and was resolved completely after treatment with catheter directed thrombolytic therapy using integrilin. Upon awakening from anesthesia, the patient did not demonstrate any neurologic focality.